Manufacturer narrative:
The phacoemulsification handpiece was received and a visual assessment of the returned sample revealed no visual nonconformities. The returned phacoemulsification handpiece was connected to a calibrated system. The phacoemulsification handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phacoemulsification handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the phacoemulsification handpiece to meet product specifications. A phacoemulsification handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The product under investigation was not a serviceable device. Therefore, a service record review was not performed. The phacoemulsification handpiece was found to meet specifications; therefore, the root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery, a phacoemulsification handpiece became warm and lost it's power. The surgery was completed without any harm to the patient.